Event description:
It was reported the day after implant, patient received a vibratory alert for an out of range atrial lead impedance. The atrial, ventricular and left ventricular leads all showed out of range impedances on the trend. One episode of noise resulted in inappropriate auto mode switch was observed. Set screw issue was suspected. Pocket was re-opened, and during a firm tug test, the atrial lead came out of the header. The lead pin was cleaned and re-inserted into the device header, and the set screw was retightened. All lead measurements were in range. Patient was well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.